Event description:
It was during servicing reported that cardiosave intra-aortic balloon pump (iabp) fault with manifold. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was during ppm reported that cardiosave intra-aortic balloon pump (iabp) fault with manifold. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, g3, g6, h2, h11.

Manufacturer narrative:
Updated fields: b3, b4, g3, g6, h2, h6, h11.

Manufacturer narrative:
Updated field: b4, d9, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions) h11 corrected field: e1(initial reporter,event site email), e4. The fse that encountered the issue replaced the drive manifold. The unit passed all functional and safety tests per manufacturer specifications. The iabp was returned to the customer for clinical use.